Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display while she was using the pump normally. Customer stated that she did change the battery on her pump this morning and it was working properly. Customer's blood glucose was 336 mg/dl at the time of the incident. Customer was unable to troubleshoot for the blank display due to not have a new battery available. Customer reported that she also bumped her pump against certain objects like walls. Customer performed the self test and the pump passed. Customer is unable to perform the displacement test. Customer was advised to monitor the pump. Customer stated that she had a high blood glucose of 367 mg/dl and she did not know why. Customer treated with a bolus and her blood glucose went down to 336 mg/dl. Customer believes her pump is not delivering insulin properly and caused her blood glucose to go high. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.